Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." Product location unknown.

Event description:
During an orif for a left subtrochanteric fracture, the guide wires were not aligning with the screw holes on the femoral nail. As a result, one of the guide wires fractured, the piece remains in the patient.